Event description:
It was reported that this right ventricular (rv) lead was sensing low r-waves. This lead was explanted during device change out procedure and replaced with a new rv lead. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation.